Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 and the mesh was implanted. It was reported that the patient experienced chronic pelvic pain that radiated into the vagina, urinary incontinence, bladder pain, fecal urgency, incontinence, post coital pain, and vaginal discharge.